Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.

Event description:
Customer called to report damage to the insulin pump. It was reported that the insulin pump alarmed no delivery as well. Customer's blood glucose reading was 242 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.